Manufacturer narrative:
The exp ant ant- torque stabilizer (part # 287720180 / lot # x0609) was received at us cq. Besides normal surface wear, the device showed no signs of damage. The overall complaint was not confirmed for the received exp ant ant- torque stabilizer (part # 287720180 / lot # x0609). No defect was identified after visual and functional inspections. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020, the final tightener shaft was tapered and became stuck in the counter-torque. The surgeon used a normal shorter tightener to complete the procedure. This report is for one (1) expedium anterior spine system anti-torque stabilizer. This is report 2 of 2 for (B)(4).